Event description:
Complainant alleged that during a routine shift check by a clinician, the device detected a heart rhythm without a load attached to the device. The device also failed to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.